Manufacturer narrative:
The device has been explanted and is being returned to the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The hvad instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The manufacturer instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
Approximately one year post hvad implantation, this patient experienced an ischemic stroke and was maintained off anticoagulation. The patient subsequently developed thrombus and expired. The pump was explanted and is being returned to the manufacturer for evaluation.